Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use with no issues identified. The instrument was in use for approximately 1 hour when the reported problem occurred. No intraoperative instrument collisions occurred. The customer stated that no fragment fell into the patient as the damaged blade was stuck in the damaged forceps. No additional surgical procedure was required, and no post-operative tests were performed to check for remaining fragments. No patient harm was reported, and the patient has not returned due to any post-surgical complications. A backup instrument of the same type was used, and the procedure was completed with no patient harm reported. A video recording of the procedure is available for isi review; however, it has not been provided as of the date of this report. Isi also received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken at the base. The broken piece was not returned. Common causes of the broken blade are typically attributed to mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in crack which then result in broken blades). Blade damage may be detected by the generator with a solid tone or an error. The complaint regarding a broken blade was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage on the harmonic ace instrument, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the harmonic ace instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur. The reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the harmonic ace instrument presented a defect, broke, and fell inside the patient's abdominal cavity. The fragment was removed during the same procedure and a backup instrument of the same type was used, and the procedure was completed with no reported injury.